Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an infusion set tubing leakage event on 21-oct-2024. No further information was available.